Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a complicated post-left ventricular assist device (lvad) implant with a prolonged stay in intensive care. The patient had major malnutrition, infectious complications including a cable infection, and prolonged ventilation weaning, as well as confusional syndrome and anxiety-depressive syndrome with frank loss of autonomy. The patient was transferred to a rehabilitation center on (B)(6), 2023 for further rehabilitation. On (B)(6), 2023 after a last contact at 10:40 am, the patient was found unconscious on the ground at 12:53 pm with the modular cable disconnected. There was doubt about a cardiorespiratory arrest motivating a brief external cardiac massage for less than 5 minutes before the heartmate power cable was reconnected. A function sound alarmed, but it was not very audible by the nursing staff. The medical device function was normal after reconnection. Interrogation of the heartmate 3 alarms revealed "disconnection" and "pump off" alarms from 12:40 to 12:56 pm. The patient experienced severe multiorgan failure that led to death on (B)(6), 2023. The hospital staff did not rule out suicide as a potential cause of death as the patient had significant depressive syndrome and had refused some treatments and medical care. The outcome was not considered to be device or therapy related.pump MFR # 2916596-2023-01302.

Event description:
Additional information confirmed the modular cable was disconnected at the modular cable-pump cable connection.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a driveline disconnect and subsequent pump stop event that the account attributed to a suspected suicide attempt. A direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The controller event log file captured two driveline disconnects and subsequent pump stop events on 11feb2023. After both events, the driveline was reconnected shortly after, and the system ramped back up to the set speed without issue. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. No product is available for investigation. The device history records of the heartmate 3 vad modular cable were unable to be reviewed as the lot number was not provided by the account. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 patient handbook are currently available. Section 1 of the IFU explains that the driveline consists of two cables: the pump cable and the modular cable. One end of the pump cable connects to the pump implanted in the patient¿s abdomen. The other end of that cable exits the patient¿s body. One end of the modular cable is connected to the pump cable and the other end connects to the system controller. Section 2 ¿system operations¿ states that when connecting the modular cable and pump cable, align the white triangles and push the connectors firmly together, then rotate the locking nut of the modular cable in-line connector until the click sound has stopped and the yellow line is hidden by the locking nut. Section 6 of the IFU, ¿patient care and management¿ (under "caring for the driveline") and section 4 of the patient handbook, "living with the heartmate iii" (under "caring for the driveline"), instruct the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. Section 5 ¿alarms and troubleshooting¿ contains information regarding all system controller alarms and the proper actions associated with them. No further information was provided. The manufacturer is closing the file on this event.